Event description:
It was reported that the implantable loop recorder was explanted post mortem. It was noted that the device had reached end of service (eos), possibly earlier than expected. There is no suggestion that eos was reached while the patient was alive. Cause of death was unknown. There is no allegation that the death was related to the device. No additional information is available.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).